Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user has low glucose value. Product codes updated.

Event description:
Consumer complaint of about blood result reading "lo". Customer normally runs between 90-105mg/dl. Back to back blood tests performed at the time of the call resulted in 107mg/dl and 97mg/dl. Last 5 results in memory were "lo", 95mg/dl, 26mg/dl, 98mg/dl, 94mg/dl. No adverse event reported.

Event description:
Consumer complaint of about blood result reading "lo". Customer normally runs between 90-105 mg/dl. Back to back blood tests performed at the time of the call resulted in 107mg/dl and 97mg/dl. Last 5 results in memory were "lo", 95mg/dl, 26mg/dl, 98mg/dl, 94mg/dl. No adverse event reported.